Manufacturer narrative:
The reported complaint of cracked bottom enclosure of the autopulse platform (sn 32053) was confirmed during the visual inspection. This type of physical damage was likely attributed to mishandling such as a drop. The bottom enclosure needs to be replaced to address the physical damage. Upon visual inspection, noticed a bent battery lock, unrelated to the reported complaint. The root cause for the observed battery lock damage was likely attributed to mishandling. The battery lock needs to be replaced to address the issue. During the archive data review, no significant discrepancy was identified. The autopulse platform passed the initial functional testing without any fault or error. However, the load cell characterization test revealed that both the load cells are defective, probably as a result of damage sustained by user mishandling indicated by the broken and/or cracked bottom enclosure. The defective load cells need to be replaced. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During the shift check, the customer observed a cracked bottom enclosure on the autopulse platform (sn (B)(4)). No patient involvement. During the investigation on (B)(6) 2020, the platform failed load cell characterization test due to defective load cells.